Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead perforation into extra cardiac space. This lead was out of service and replaced. The lead was disposed. No additional adverse patient effects were reported.